Event description:
It was reported that the patients implantable pulse generator (ipg) flipped in the pocket which caused difficulty charging. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.